Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no images were displayed due to communication failure caused by a cable failure. The cause of the cable failure is likely due to a partial disconnection since the screen is not displayed when the cable is moved. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ error e311 occurred because the white balance could not be detected due to a communication failure caused by a cable failure, rendering the images not displayed and the screen blacked out. The cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the device displays intermittent loss of image due to internal stress/disconnection of the cable wires. There is no visible damage to the cable. The inspection also noted the coupler is out of alignment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The service department reported to olympus, the hd autoclavable camera head displayed no image. A different processor was tried. There were no reports of patient harm.